Event description:
It was reported that a malfunction occurred on the pump, resulting in the customer's blood glucose level exceeding normal limits, with the specific value unknown but indicated as "high." The customer addressed the high blood glucose by administering a correction injection manually. After following instructions from customer technical support, the customer managed to turn the pump back on by connecting it to a working power source. Although the malfunction code was resettable and did not recur after the reset, the pump was still replaced due to the previous issues. The customer decided to stop using the pump until the replacement arrived. The customer will use multiple daily injections (mdi) as a backup.